Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00028.

Event description:
While under sedation for a diagnostic egd there was a procedural delay greater than 30 minutes due to the scope nbi light turning on by itself and because the scope wouldn't take pictures. There was no report of patient harm and the procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the complaint investigation. Updated fields: b5, d8, d9, h2, h3, h4, and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 health effect - impact code is f26 no health consequences or impact. The h6 medical device problem reported would not be likely to cause or contribute to a death or a serious injury if it were to recur.¿ the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the problem happened through the entire case and they could not take photos until the end even after troubleshooting, they ended up taking the photos manually. The patient was sedated using propofol and there were no reports of further patient harm.